Event description:
It was reported that the patient complained of chest pain and dyspnea. The ventricular lead exhibited no capture and was found to have perforated, and the patient developed a pneumothorax. A chest tube was placed in order ot treat the pneumothorax, and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.